Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported that they have never been pleased with their external devices. The patient stated that they did not want to have to call or deal with anyone, but the last couple nights, 3 times now, they got no pump response, and they have to re-do. The patient then stated they get to the 90% and it 'gives me an alert'. The patient stated that they were in so much pain at 4am and mentioned that they were bedridden and disabled. The patient then stated that they saw a message of 'list of things that could be happening'. The agent asked and the patient stated that they were allowed 7 boluses per day but only used 6. The agent assisted the patient with clearing data on the handset after which the patient connected to the pumpwithout issue but saw a message 'low r eserve alarm pump refill may be needed'. The patient stated that they had seen that for 2 days. The patient was redirected to their healthcare provider to address the need for a pump refill after which the patient became upset and started to cry. It was noted that the sound quality of the call was poor, so the agent had difficulty hearing the patient at times.